Event description:
It was reported that the surgeon performed a revision surgery on the pt because she complained of knee pain. During the revision surgery, the surgeon noticed an extensive metallosis and numerous gashes on the sliding surface of the tibial bearing comp rot/hin knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.